Event description:
Information received indicates the head section cannot be raised from either siderail.

Event description:
Per the audiologist, the patient developed an ear infection that progressed into a mastoid abscess and infection around the implant, antibiotics (type not reported) did not alleviate the issue. The device was explanted (B) (6) 2010. Reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4).